Event description:
It was reported the device powered on and off repeatedly. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found an intact device. The customer stated problem was confirmed. The pump would not startup under battery power after new batteries were installed. The main board was replaced during repair for the issue. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.